Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection did not reveal any anomalies. The device passed bench and functional testing. Conclusion: no defect found, the failure reported during service and repair of the device could not be confirmed.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the device failed incoming functional test; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case and lower case are broken and contaminated, side bail covers are missing and broken, ring cover is broken, ring and one case screw are missing, and the serial number label is damaged. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.